Event description:
The micro reciprocating saw was sent for eval due to overheating during testing. The event occurred during a routine maintenance visit. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.